Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse looked in the shift room, it is found that there was liquid leakage from the infusion connector. Replace it immediately"

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "the nurse looked in the shift room, it is found that there was liquid leakage from the infusion connector. Replace it immediately".